Manufacturer narrative:
In speaking with olympus technical support via the phone, it was noted the physicians were concerned the issue was a safety issue and that the balloon may come off the scope and fall inside the patient. The scope had not been used inside the patient. The physicians were refusing to use the scope until the issue was resolved. The customer was familiar with the 180 scopes and had concerns about the new scope. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The olympus representative reported on behalf of the customer, during a procedure, the balloon did not fit securely on the evis eus ultrasound bronchofibervideoscope. The balloon leaked and came off the end of the scope far too easily. A new evis eus ultrasound bronchofibervideoscope was tried, and the same issue occurred. The intended procedure was completed with an evis exera ii ultrasonic bronchofibervideoscope. No patient harm reported. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the facility and the olympus representative. Corrected data: concomitant medical products, date rec¿d by MFR: december 15, 2022, for initial manufacturing report # 8010047 - 2022 ¿ 02288. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
Additional information was received from the facility. The new evis eus ultrasound bronchofibervideoscope (bf-uc190f) tip was smaller than the previous evis exera ii ultrasonic bronchofibervideoscope (bf-uc180f tip), therefore, the balloon did not fit properly. The balloon was stretched taunt on the 180 scope but was loose and wrinkled on the 190 scope. The balloon only came in one size and was easily rubbed off the tip of the new scope. The concern was loss of the balloon in the airway. Sites that were using or were considering using the new scope should be aware of the potential safety issue. The physician used to deploy the balloon frequently with the previous scope and the balloon used to sit well. With the new scope, the physician had noticed a lot of slippages, poor lower groove contact, and degradation in balloon integrity (becomes loose) after a couple of deployments. The issue had been significant enough where the physician had stopped using the balloon almost completely. The facility was switching back to their evis exera ii ultrasonic bronchofibervideoscope (bf-uc180f) until further evidence was provided that the maj-1351 balloon was one hundred percent compatible with the new evis eus ultrasound bronchofibervideoscope (bf-uc190f). Additional information was received from the olympus representative on behalf of the facility. The facility felt the balloon was too big for that size distal tip and potentially slipping off the tip during the procedure. Midway through the procedure the balloon kept slipping over the lens obstructing the view. Then later, some blood got inside the balloon cap which then slipped in front of the lens and everyone in the room thought it was a red light, however the olympus representative explained the video system center, cv-190 offered white light or blue light, not red. The scope was taken out and wiped down, which cleared some of the blood, but the light was very dim on the scope, so the user switched out the scope with another evis eus ultrasound bronchofibervideoscope. The same issue occurred with the balloon feeling too loose on the distal end, so ultimately the user switched back to the old evis exera ii ultrasonic bronchofibervideoscope, bf-uc180f to finish the case. The ultrasound imaging was great but the ability of the user to place the balloon on the scope was the challenge. It could not be confirmed if there were any issues with the scopes or balloons themselves, rather the entire product design is the question from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was not possible to provide any further determination on the cause of the suggested phenomenon with the provided data. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the facility.

Event description:
Additional information was received from the facility. During an endoscopic procedure of the airway, the balloon tended to slip off the tip within the airway of the patient, which could lead to serious harm and blockage. The concern was loss of the balloon in the airway. Patient information was unknown, however, regardless of patient, there was potential for harm as a result of balloon slipping off the tip of the evis eus ultrasound bronchofibervideoscope model within the airway of the airway. The tip of the evis eus ultrasound bronchofibervideoscope was smaller than the previous evis exera ii ultrasonic bronchofibervideoscope model and the same balloon was used. The manufacturer met with the facility and informed the facility that the tip was smaller, and the issue would be investigated. This issue applied to all evis eus ultrasound bronchofibervideoscopes. The manufacturer mentioned that there were no plans to produce a balloon that had a tighter fit for the newer model ebus scope. The manufacturer also did not share reporting data from the field to determine the extent of complaints from other facilities.

Manufacturer narrative:
This report is being supplemented to provide a correction to date rec¿d by MFR of the initial medwatch. The aware date should be 22-dec-2021.